Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. The customer blood glucose level was 216 mg/dl. Customer states when they press the buttons the numbers begin to ramp. Troubleshooting was not performed, but the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No display anomaly was noted. The insulin pump was received with minor scratches on the display window and a cracked case at the display window corners.